Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. We have tested the function on the received back buttress. It is possible to move the part on the sleeve, but it¿s based on the damage at the sleeve thread (thread deformation) not possible to disassemble those parts. The article has passed the function test, and therefore no dimensional inspection is needed. The article has passed the function test, based on this the complaint is rated as unconfirmed and invalid from the manufacturing point of view. The investigation has shown that the cause of dents, scratches and deformation is a post-manufacturing caused use related, we have to assume that during the operation an application error may have taken place. It is necessary worn or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with the buttress compression nut, the protection sleeve, the impactor and the pfna-ii blade in question. When the surgeon tried to assemble the devices, he had difficulty. The surgeon could assemble the devices forcefully, but he could not disassemble them. Because the hospital had the same devices, the surgery was completed successfully by using them instead. There was no surgical delay. No further information is available. This report is for one (1) buttress/compression-nut for pfna blade this is report 1 of 4 for complaint (B)(4).